Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a detached downstream occlusion (dso) seal. Functional testing was unable to duplicate the reported problem. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that when the device was switched on, an alarm sounded. It is unknown if there was patient involvement.